Event description:
It was reported that the patient underwent a knee arthroplasty revision with patellar resurfacing to address pain approximately twelve (12) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10: concomitant devices - unknown nexgen femoral component catalog#: ni, lot#: ni, unknown nexgen tibial component catalog#: ni, lot#: ni. G2: report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision with patellar resurfacing to address pain approximately eleven (11) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, b4, b5, d4, d6a, d10, g3, g6, h2, h4, h11. D10 - concomitant devices - nexgen option cemented femoral component size e right catalog #: 00576401552 lot #: 62385292, nexgen stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: 62559941, nexgen straight stem extension 14mm x 30mm catalog #: 00598801215 lot #: 62436255.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.